Manufacturer narrative:
Device manufacture date: february 6, 2017 ¿ february 8, 2017. One actual sample and two companion samples were received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed on all three returned samples and no flow was observed on all samples due to excess drug precipitate completely blocking the fluid path. Since the flow problem was caused by drug precipitate, the 3 folfusor devices were determined to be conforming products. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with a large volume folfusor. The device was filled with tazocel. There was no patient injury or medical intervention associated with this event. No additional information is available.